Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the light guide (lg) cover glass and the lg connector is corroded. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the rhino-laryngo videoscope exhibited that the light guide (lg) cover glass and the lg connector is corroded. There were no reports of patient involvement.